Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The patient was hospitalized for the peritonitis event. Treatment during patient's hospitalization was unknown. The cause of the peritonitis was unknown. Four days after hospitalization, the patient was discharged from the hospital. The day after discharge the patient was treated with ancef 2 gram daily intraperitoneally for the event. Ancef was discontinued twenty one days after onset of treatment. At the time of this report the patient was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.